Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Due to no product (or photo) being returned for evaluation, the reported ¿hemostasis valve leakage in introducer sheath housing¿ could not be confirmed. However, a device history record (DHR) review and complaint history analysis did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. The manufacturing process for ascendra sheaths includes a 100% visual inspection under magnification for damage, a 100% inspection that sheath valves are placed properly and seated flush against one another with no visible distortion. In addition, all sheaths are 100% leak tested. Product verification testing is performed for guidewire trackability, and sheath tube-housing bond strength. Sheath housing components are also sampled for inspection to be free of voids, cracks and misfills. These inspections make it highly unlikely that a manufacturing non-conformance could have caused the leakage that was present in the introducer sheath housing, before the unit left the edwards facility. The IFU and training manuals were reviewed and no deficiencies were identified relevant to this issue. The training manual states to ¿ensure guidewire is aligned coaxially within the sheath at all times. If excessive bleeding is observed, reposition guidewire to center of the sheath hub the complaint could not be confirmed due to no product return, and no labeling inadequacies were identified. Review of complaint history for this trending category did not reveal that the occurrence rate exceeds control limits for this failure mode. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per medical record review, the estimated blood loss during the tavr was ¿probably 500 cc secondary to incompetent valve in the delivery catheter¿ (believed to reference the sheath). As noted: after successful valve deployment and upon removal of the sheath, the apex sutures were tied down with good hemostasis. Additional stitches were placed to reinforce the repair followed by bioglue. Per report, surgical hemostasis took a bit of time because of plavix and aspirin use. A left chest tube was placed through a separate incision. The ribs, muscles, subcutaneous tissues and skin were closed with suture. The patient was transferred to the cvicu in stable condition. Estimated blood loss was approximately 500 cc. As reported, ¿the valve in the edwards delivery system was more insufficient than normal with the wires across it.¿ the patient received a unit of blood and 2 units of platelets due to coagulopathy. The patient, overall, tolerated the operation with no apparent complications at this time.